Event description:
The customer reported that there was a flash and then the fiber became end firing at approx 25,000 joules. The case was completed with another fiber. No pt or end user injury was reported. Add'l details were requested by the MFR and have not been obtained.